Event description:
It was reported that the lead showed high thresholds approximately one month post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.